Event description:
It was reported that when the device was used during a laparosocpic appendectomy, the linear cutter did not staple fully. There was no patient consequence. One stapler will be returned.